Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump developed a cracked screen after a likely drop, resulting in an unresponsive touchscreen and inability to unlock or select icons; the affected device component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with screen fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.